Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a mixture of protein and silicic acid (medial agents or tap water.). The protein may have been derived from humans, protein drugs, bacteria. It is also likely the white foreign material in the nozzle may have originated from carboxylates (medial agents or tap water). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time.

Event description:
The user facility reported that after the staff reprocessed the scope, brown water came out from the tip. The subject device was not used after the issue was discovered. There was no patient or user injury reported due to the event.